Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said his "machine" is not working and charged it but not working at all. The patient states he's not getting stimulation. The patient states when they first put in implant had 8 contacts however only 3 worked because of impedance and scar tissue. The patient states his implant is in the neck. Patient services advised to use the remote. The patient only has one group. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.